Manufacturer narrative:
No customer returns were available for investigation. Customer complaint data was reviewed and no increase in complaint activity was identified for falsely elevated results. Accuracy testing was completed using retained kits of architect ca 19-9xr reagent lot 74004m800. Acceptance criteria were met, which indicates acceptable product performance. In addition, a device history record review was performed on lot 74004m800, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect ca 19-9xr assay was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated architect ca19-9 result of 48.7 u/ml was generated. The sample was retested and a result of 3.01 u/ml was generated. Another sample from the patient was tested and a result of 2.3 u/ml was generated. There was no report of impact to patient management.